Event description:
Healthcare professional reported left-side "textured to smooth implant exchange" as well as rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left-side "textured to smooth implant exchange" as well as rupture. Device remains implanted.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Device evaluation: visual analysis of the photographs identified: rupture: not observe. Anxiety-product/procedure: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left-side "textured to smooth implant exchange" as well as rupture. Device has been explanted and replaced.